Event description:
It was reported that the patient underwent a surgical procedure to replace this artificial urinary sphincter (aus) due to loss of function after a prolonged period of intense coughing episodes. Troubleshooting determined the pump component was empty and a revision procedure was planned. During the procedure the balloon was found to be ruptured. The pump and balloon were removed and replaced with new components. The patient is expected to fully recover.

Event description:
It was reported that the patient underwent a surgical procedure to replace this artificial urinary sphincter (aus) due to loss of function after a prolonged period of intense coughing episodes. Troubleshooting determined the pump component was empty and a revision procedure was planned. During the procedure the balloon was found to be ruptured. The pump and balloon were removed and replaced with new components. The patient is expected to fully recover.